Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: based on the analysis of the available data, the event occurred during preventive maintenance. The real time clock failure only occurs during startup and cannot occur during ventilation. Issue has to be resolved before device can be used. However, there is no risk that this could occur during ventilation. But it leads to a compromised starting up of the device. When a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device's operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. Since the ventilator undergoes mandatory validation before every use, any device that does not start will simply be identified as non-operational and replaced or serviced before it can be considered for patient care. The service technician confirmed the root cause to be a defective mainboard. Consequently, the mainboard was replaced. After the correction, the device functioned as intended.

Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: during preventive maintenance, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. 2. Health effects: no patient involvement therefore: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: during preventive maintenance, after 2 minutes buzzer beeping test, the ventilator forgot real time and can not continue ventilation without resetting date and time. 2. Health effects: no patient involvement therefore: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.